Event description:
N.a.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The getinge customer support asked the rn to flush the inner lumen after placing the console in standby, for 20 seconds, and there was minimal improvement in the arterial waveform and pressures. We discussed the reasons for whip present in the arterial waveform and the team agreed to get a chest x-ray to verify placement. An updated image after flushing the inner lumen showed a rl disconnected message present. The rn stated that a lead had come detached. Reviewed with the team the requirement for a strong ECG signal to deliver optimal therapy. During our interventions, the balloon waveform had become more rounded. We discussed the reasons for that, including ensuring there was no restrictions or bends in the tubing and the shortened inflation time related to the poor ECG signal quality. We reviewed all the interventions and considerations to improve therapy including asking the attending about treating the rhythm irregularities the patient was experiencing and obtaining an x-ray to verify position. Customer service provided their direct contact to the rn and encouraged him to call me back with updates as they come. He agreed to the plan and was appreciative of the support. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
It was reported during use of the cardiosave intra-aortic balloon pump (iabp), the timing appeared too early relative to the dicrotic notch. The patient had frequent arrhythmias, poor-quality ECG with pacer spikes, severe whip in the arterial waveform, and fluctuating augmented diastolic pressures despite troubleshooting. Multiple interventions were performed, including electrode replacement, transitioning between auto and semi auto modes, adjusting augmentation levels, flushing the inner lumen, and verifying transducer signals. Minimal improvement was achieved, and an x-ray was planned to confirm balloon position. No harm or adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.